Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the lead was returned in two segments. Measurements of the segments noted a portion of the lead was not returned. The segments that were received were from the terminal and tip ends of the lead. Visual inspection also noted damage to the segments that was likely incurred during the explant procedure. Finally, examination identified calcified bodily fluid encapsulating the distal spring electrode. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. Prior bench testing has confirmed that calcification such as was identified in this case, may result in increasing impedance measurements over time. The calcification that built up on the distal spring electrode created a non-conductive barrier between the electrode and the patient¿s tissue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and out of range shock impedances. The impedances were greater than 125 ohms. The rv lead was explanted and replaced. No additional adverse patient effects were reported.